Event description:
International affiliate reports the valve was implanted for at least one year. The pt was in poor health and although the pressure was changed the pt's condition did not improve. The valve was removed.